Event description:
It was reported that following cardiac surgery (aortic valve replacement and coronary artery bypass graft), the patient experienced ventricular tachycardia then ventricular fibrillation (vf) the vf was terminated with an external shock of 270j, but was followed by an electrical storm. Additional shocks were applied and pacing spikes were seen on the egm. However, no cardiac pulse was indicated on the pulse oximeter, and cardiopulmonary resuscitation was provided. The patient was provided with further treatment (intraaortic balloon pumping-iabp) and transferred to the intensive care unit. Telemetry of the subject device was attempted due to an unusual ECG, and an error message was displayed by the programmer indicating that the device could not be interrogated. Subsequently, pacing and sensing function were absent on the ECG monitor. Use of a second programmer also yielded impossible interrogation. It was also indicated that the ECG monitor and iabp system showed pacing spikes at 240ppm, while the actual heart rate was around 60ppm. Application of a magnet had no effect. A re-intervention was performed and a temporary pacemaker was inserted, followed by a new replacement pacemaker.

Manufacturer narrative:
(B)(4) 2013: this event concerns a device that was manufactured and used outside the united states. Analysis is pending.